Event description:
Emergently inserted the catheter and initiated iabp therapy for an ami patient. Pumped normally for a while after the balloon was inserted, but the patient status was not well and applied pcps. After the pcps, "check iab catheter" alarm was generated. The customer filled the helium gas but failed to restart pumping due to the same alarm. Replaced with a linear 7.5fr since there was a possibility of damaging the balloon. The patient coded and terminated the therapy. The me not attribute the patient's death to the alarm. This is for the second iab. (B)(4).

Manufacturer narrative:
An evaluation of the product was unable to be performed because the device was not returned. A similar sample was obtained from stock and tested for complaint defect. The product performed according to specification. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances wer found that are considered to be related to the event. The complaint could not be confirmed. The product was not returned. Reports will be reviewed monthly for complaint trends. (B)(4).